Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis had been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been splashed with water. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.